Event description:
Knee effusion [joint effusion]. Case description: spontaneous report rec'd on (B)(4) 2010 from a rheumatologist regarding a female pt, initials unk. The pt had a history of greater than 1 series of visco-supplementation. The pt rec'd synvisc one on an unspecified date in 2010. It was reported that the pt probably did not rest the knee after the injection. On an unspecified date the pt experienced a knee effusion. Treatment included knee joint puncture and corticosteroid injection. As of the date of receipt of this report, the pt had recovered. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.